Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure: since there is insufficient or unconfirmed product/event information, a system log review could not be performed. The event date is unknown. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy procedure several months ago, the patient experienced a staple line leak involving a sureform 60 instrument and unspecified sureform 60 reloads. The surgeon used multiple reloads while stapling during the gastrectomy. Since the staple line leak issue occurred, the surgeon has been suturing the staple lines after stapling the stomach. The cause of the operative complication is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted esophagectomy procedure on an unspecified date several months ago, the patient experienced a staple line leak on the cross-points of the sureform 60 stapler line. The surgeon used multiple unspecified reloads while stapling during the gastrectomy. Since the staple line leak issue occurred, the surgeon has been suturing the staple lines after stapling the stomach. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
On 23-dec-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event from the surgeon: the name of the procedure was a robotic assisted minimal invasive esophagectomy (ramie) with intrathoracic anastomosis. After using a green sureform 60 reload, a leak was discovered on post-operative day (pod) #5 at the first cross point of the vertical stapler line of the gastric tube starting from the prepyloric region at the lesser curve towards the aorta. No leak test was performed. The patient presented with sepsis and bleeding and required 6 re-operations to resolve the issue: on (B)(6) 2022: the leak was discovered and the patient underwent cleaning and draining via right vats (video-assisted thorascopic surgery). On (B)(6) 2022: the patient underwent a gastroscopy and found to have ulceration and dehiscence of the vertical staple line which was clipped. On (B)(6) 2022: the patient underwent a laparoscopic transhiatal drainage. On (B)(6) 2022: the patient underwent a right thoracotomy to drain the pleural empyema and left vats to drain the empyema. On (B)(6) 2022: patient underwent a thoracotomy to repair a right fistula to the left main bronchus using a pericardial patch, bovine patch and intercostal muscle flap. The patient was put on extra corporeal life support (ecls). On (B)(6) 2022: patient had a tracheostomy procedure performed. On (B)(6) 2022: patient underwent a left vats to drain an empyema. During the primary procedure, there were no intra-operative complications or stapling issues. There were no error messages, obstruction in the jaws of the stapler, buttress material used, no clamping issues and no malformed staples produced. The surgical staff stated that they wash the staplers between each stapler fires. The target tissue (gastric tissue) did not have calcifications, tissue tension and not exposed to chemotherapy/radiation. There was no tissue bunching during stapling. The stapler and reloads have been discarded before the creation of this complaint. Photos of the incident is available to isi for evaluation. The patient has recovered and still in rehabilitation from the complication. The vertical staple line of the gastric conduit is oversewn with pds 3/0 in subsequent procedures and there has been no similar events since.

Event description:
Refer to h10/h11 for follow-up information.